Manufacturer narrative:
Continuation of d10: product ID a610. Serial# unknown: product type software product ID a610. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the customer accidentally programmed cycling stimulation. This explained all reported issues. The product performed as expected. No further action was required.

Manufacturer narrative:
Continuation of d10: product ID a610. Product type software product ID a610. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that it was confirmed there was no malfunctioning of any system component. Cyclic stimulation had been activated due to a lack of programming knowledge.

Event description:
It was reported that a patient underwent meg measurement that covered both stimulation-on and stimulation-off conditions, with 4 x 10-minute measurements each, while simultaneously streaming the lfp with the new adbs tablet. Version 5 of the clinician therapy application was used. At the beginning and end of the streaming, they created an artifact for meg/lfp synchronization by increasing the stimulation amplitude to 1.0 ma for a few seconds and then reducing it back to 0 ma in the stim off condition. In the stim on condition, the amplitude was sequentially reduced to 0 ma on both sides before setting a stimulation to 1 ma on one side for a few seconds and then increasing it to the clinical stimulation amplitude. The simple on/off switching of stimulation, as was possible with the old tablets, no longer worked with the new tablet. Attempting to switch the stimulation on or off stopped the streaming, making the artifact invisible. At the beginning of the measurement, they copied the patient's program and repeated the signal test in the new group without changing the parameters. The parameters of the original group and the new group were identical except for a different frequency of interest for brainsensing in the new group. During the stim on condition, repeated minor (5-10 times in 10 minutes) and major (1-2 times in 10 minutes) interruptions with lfp data loss occurred. Communication broke down several times, and the app froze. The tablet was connected by cable, and the connector was directly next to the patient and did not move. This problem only occurred once in 17 patient measurements over a total of 17 hours with the old tablets. In the outpatient clinic, they observed the app freezing more frequently, both when loading events on the lfp timeline and when ending the session. During lfp streaming, the stimulation repeatedly (about 8 times per 10 minutes, approximately every 80-90 seconds) dropped to 0 ma without external manipulation. This was only visible in the lfp stream, but not in the current display, which remained at 2.8 ma (seemed to show misleading/wrong stimulation settings during streaming). Both the lfp and meg data, as well as clinically (symptom return: tremor), showed that the stimulation was effectively deactivated, even though the tablet indicated an active stimulation. The stimulation could not be reactivated automatically; the stimulation amplitude had to be manually increased, and only then did the amplitude increase abruptly in the lfp streaming display. The slider bar on the right did not drop. The stimulation toggle switch was on (green). The drop in stimulation was also seen in the absence of stim artifacts on the mep-recording. The session was properly ended and they reconnected to the implantable neurostimulator (ins). Although the stimulation was still set to 2.8 ma, the streaming was not active. The meg data lacked any stimulation artifact, and clinically, the patient again showed tremor. The stimulation was only truly reactivated after switching the stimulation off and on again. The ins was interrogated with a different/old tablet, software version 4. In the streaming window, stimulation seemed to be turned on, slider bar and toggle switch were on, and still the patient was symptomatic that persisted throughout the day. Stimulation control was only provided when switching back to their original group. In addition, when they conducted the same measurement with the same patient on (B)(6), there were no problems with the connector, nor did the stimulation fail in the stim on condition. The stimulation remained consistently at 2.8 ma, which was confirmed retrospectively in the lfp data. Overall, it appeared that the patient did not receive effective stimulation therapy despite the stimulation being displayed as "on" ¿ although this had previously worked without problems for an extended period. The rep indicated that based on current knowledge, the use of the new tablets did not appear to be safe, so they would revert to the old tablet until the causes of the malfunctions are clearly identified. Additional information was received indicating that the main problem (stimulation dropping unexpectedly) was most likely due to accidentally programming cyclic stimulation. They plan to confirm this on friday when the patient returns to the clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.